Event description:
It was reported that there was a problem with the patient programmer. The patient was unable to make adjustment both with and without the antenna attached. A communication problem was reported. The patient recharged a night prior to the report and saw coupling bars. The patient turned the stimulation on and the device was working but at the time of the report both the patient programmer and recharger were not connecting with their implant. The patient was still unable to get coupling after the antenna locate feature was used. The patient had taken a major fall 2 weekends prior to the report and skinned their knees. It was further reported that the patient charged their device to the ¾ level, getting 4-8 bars coupling, on (B)(6). The patient tried to turn their stimulation on the next day and was unable to and couldn¿t get any response from the implantable neurostimulator (ins). According to data from the implantable neurostimulator recharger (insr) the last charge session was (B)(6) and the patient finished charging at 3.975v. The patient had a history of falls and the patient had been having problems recharging since the fall. The ins was unresponsive to telemetry attempts by the physician programmer, the patient programmer, and the recharger. There was also a 590 error code. All of the tni codes were 590 except for #9 which was 380 but a manufacturer representative had tried to reset the ins on the day of the report and they thought that was what caused the 380 error code. Antenna locate results were 64-70. The patient was unable to charge after the antenna locate was attempted. Two short physician recharge modes were attempted to reset the ins but the ins did not respond to either. The patient also saw a ¿call your doctor¿ message on their programmer but didn¿t remember the code associated with it.

Manufacturer narrative:
Concomitant: product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 3 7754, serial# (B)(4), product type recharger, product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was further reported that the patient was having communication issues and these started on the friday prior to the report. The patient charged their implantable neurostimulator (ins) the thursday prior to the report and the next morning they tried to increase their stimulation because of all the pain but it wouldn't work. The patient had gone into overdischarge once before the report. The patient had used the antenna locate feature several times to help them connect to their device. The patient had been having issues with their implant since not long after implant. It was further reported that the patient had an appointment with their doctor to discuss potentially relocating the stimulator. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient was "doing great: following the ins replacement. It was reported the patient had charged s uccessfully the week prior to follow-up and was "extremely happy" and "getting great coverage" at the time of follow-up.

Event description:
Additional information received reported that the manufacturing representative believed that the patient had an implantable neurostimulator (ins) replacement on the week prior to report.